Event description:
Needle electrodes were placed during setup of surgery for the pt in the neurophysiology dept. Removal of surgical neurophysiology needle electrodes includes inspecting needles before they are put in the sharps disposal. Upon removal after surgery, the tip of the needle electrode was broken off. Subsequently, the retained needle fragment was found in the pt's left foot.